Manufacturer narrative:
The device remains implanted in the patient and will not be returned for device evaluation. Based on the information received, clinical evaluation confirmed the reported type 3b endoleak of the main body, and the reline of the main body with a suprarenal extension. Clinical evaluation refuted the reported aneurysm sac enlargement. The most likely cause of the compromised stent graft integrity could not be determined due to lack of relevant medical information. Unable to determine procedure-related, anatomy-related and user-related issues, or cautionary product use conditions. Concomitant use of non-endologix stent in the proximal main body (off label) likely contributed to the event. Associated clinical harms for this event included: type iiib endoleak, aneurysm enlargement, and secondary endovascular procedure. Procedure related harms included: right groin hematoma. The final patient disposition was discharged home in stable condition post-operative day one. The lot usage history shows that no other units from the affected lot has been involved in any similar complaints at this time. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a non-endologix palmaz stent in the proximal region of the bifurcated stent. A routine follow up showed the patient had aneurysm sac growth and a type 3b endoleak. The physician elected to implant a suprarenal aortic extension to seal the endoleak. At the completion of the procedure the patient was reported as doing well. There have been no additional adverse events reported for this patient.